Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Age & date of birth - only the year was provided; born in (B)(6). The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal did not properly function. There was oozing; manual compression and a pressure bandage was applied. There was conventional closing after the complication (oozing). Additional information was received on july 4, 2019. The procedure the patient presented to go under was a percutaneous transluminal angioplasty (pta) in the left art iliaca. A retrograde, ultrasound guided, puncture was performed in the right common femoral artery without complications. There was no calcification at the puncture site. The vessel size was suitable for closure with an angio-seal. A 6f, 10 cm, introducer sheath was inserted. The stenosis in the left iliac artery was treated by direct stenting with a 6x40mm stent. A 6f angio-seal vip was placed to close the puncture site. The steps to locate the artery and the setting the anchor were performed without any problem. During the closing the puncture step, there was no immediate closing and it was noted that there was oozing. It was decided to finish the closing by manual compression and by applying a pressure bandage. Patency of the femoral artery was checked by ultrasound and there were no sign of occlusion at the puncture site. On (B)(6) the patient was seen by the vascular surgeon after a ultrasound duplex which showed an index of 27% before the stent placement this was 63%. The surgeon opened the vessel, it showed that the collagen was positioned intraluminal, occluding the afc. Patency was restored and the leg and foot are recovering well. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. Oozing occurred just after the "set the seal" step. A guidewire and a 6x40mm stent were also used with the angio-seal. The patient was reported to be in stable condition.